Event description:
The user reported that one iceforce needle caused muscle stimulation during a renal cryoablation procedure. The user used two iceforce needles during this cryoablation procedure. Both needles tested without any issues and performed as expected during both freeze cycles. Passive thaw was used for the first thaw cycle, and active thaw was used for the second thaw cycle. Upon initiating active thaw, muscle twitching was observed. The needle causing the muscle twitching was identified. The case was completed with no injury to the patient. The needle will be returned to the manufacturer for investigation.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical parameters were within specifications. Needle disassembly showed that there was damage to the insulation layer of the heater wire, confirming the reported complaint and identifying the root cause. Review of the needle lot manufacturing records did not identiffy any electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.